Event description:
Per the clinic, the patient was hospitalized for 3 days (specific date not reported) due to dizziness. The patient was treated with IV steroid and oral antibiotic (specific date and duration not reported). The implanted device remains.

Manufacturer narrative:
This report is submitted on august 29, 2023.